Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to blood glucose. The customer's blood glucose was 40mg/dl; current blood glucose was 205mg/dl. The customer treated with glucagon and orange juice. The paramedics were dispatched. The customer stated he went to the hospital due to blood glucose of 660mg/dl and diabetes ketoacidosis. The customer has also been experiencing no delivery alarms. Assisted customer with rewind and priming pump.